Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. Also, there was no capture at maximum output. It was noted the lead would be revised in the next year. This crt-d lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. Also, there was no capture at maximum output. It was noted the lead would be revised in the next year. This crt-d lead remains in service. No adverse patient effects were reported. Additional information was received. This crt-d was explanted due to normal battery depletion.

Manufacturer narrative:
This product was explanted but was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code cause not established was assigned.